Manufacturer narrative:
The initial reporter also notified the FDA on 29 october, 2020. Medwatch report # mw5097288. Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that smallbore 6 inch ext vlv had flow issues on 4 occasions. The following information was provided by the initial reporter: material no: 20039e batch no: 20076799. It was reported that there have been 5 instances with this lot, where it is not possible to draw blood of flush IV. (Multiple dates). Per product complaint form: we have had 5 smart-site extension sets fail just in last few days. When they are attached to the IV the rn is unable to draw blood or flush the IV. We are going to pull this lot asap. We have completed a medwatch for each of these so I feel this is duplicate work.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/23/2020. H.6. Investigation: it was reported that the tubing of model 20039e, batch #20076799 does not allow fluid to flow through the line. An investigation was performed. The set was able to be primed. The root cause could not be determined because the issue could not be replicated. A device history record review for model 20039e lot number 20076799 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow blockage with lot #20076799 regarding item #20039e. A trend for this occlusion issue has been identified for this product line. CAPA#1998036 has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that smallbore 6 inch ext vlv had flow issues on 4 occasions. The following information was provided by the initial reporter: material no: 20039e batch no: 20076799 it was reported that there have been 5 instances with this lot, where it is not possible to draw blood of flush IV. (Multiple dates) per product complaint form: we have had 5 smart-site extension sets fail just in last few days. When they are attached to the IV the rn is unable to draw blood or flush the IV. We are going to pull this lot asap. We have completed a medwatch for each of these so I feel this is duplicate work.